Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the caller on using storage mode, returning the pump, and programming the replacement. The caller will use mdi as backup therapy. The faulty pump will be sent back using a pre-paid label, and a replacement pump has been dispatched without a signature requirement. The caller was informed about connecting their cgm to the new pump.